Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An accelerated stress test treatment was performed and completed on the cycler without failures or problems. The cycler underwent a passed a power on test and voltage check. An internal visual inspection of the returned cycler was performed. There were visual indications of an insect infestation inside the cycler. There was no evidence of physical damage on the returned cycler¿s internal components. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that smoke was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient had previously reported to technical services a flashing and distorted touch screen and was advised to discontinue use of the cycler. The cycler was previously scheduled to be returned to the manufacturer for physical evaluation but was not returned and the patient continued use of the cycler. The patient powered up cycler to start setup and the screen lit for few seconds and smoke was reported coming out of cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the patient stated that there was no patient involvement as she was not connected to the cycler. The patient confirmed that there was no harm because of this malfunction. The patient stated that there was a burning smell and no melting, spark, or flame was noted. The patient confirmed that she has received a replacement cycler and has had no further issues. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that smoke was coming from a peritoneal dialysis (pd) patients cycler. The patient had previously reported to technical services a flashing and distorted touch screen and was advised to discontinue use of the cycler. The cycler was previously scheduled to be returned to the manufacturer for physical evaluation but was not returned and the patient continued use of the cycler. The patient powered up cycler to start setup and the screen lit for few seconds and smoke was reported coming out of cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the patient stated that there was no patient involvement as she was not connected to the cycler. The patient confirmed that there was no harm because of this malfunction. The patient stated that there was a burning smell and no melting, spark, or flame was noted. The patient confirmed that she has received a replacement cycler and has had no further issues. The cycler was scheduled to be returned to the manufacturer for physical evaluation.